Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. It was determined that a damaged seal caused moisture within lenses of the distal tip, from which the distal tip was repaired to address this.

Event description:
It was reported that the center image went out. It was not reported if this occurred during a case or if there was any injury or negative health consequence to any patient.